Event description:
Pt had a posteriorly-dislocated iol. When rptr first examined the eye before the surgery, there was some mild pigmentary mottling in the macula and the vision was significantly reduced. Rptr repositioned the intraocular lens, although it didn't center perfectly. It has remained in good enough position, however, to allow properly-corrected vision. The vision in the eye did not come back fully to normal. There were some problems with the cornea, but rptr also became more aware of pigmentary changes in the macula. He has been suspicious that these might have been due to photic injury from the operating microscope, possibly at the original cataract surgery. Pt notes the biggest abnormality in his vision just above fixation on the amsler grid. The pigmentary changes in the retina have been just above the fovea, which ordinarily would produce a problem on the amsler grid just below fixation. (*)